Manufacturer narrative:
Add'l info: the device failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal stent wraps. Blood was visible on the balloon. Deformation was evident to the 30th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that while attempting to withdraw the stent resistance was felt due to the high level of calcification causing a strut of the stent to lift. After the stent was withdrawn a guideliner was used to delivery a new 3.50x30mm resolute onyx stent successfully. The patient is reported to be alive with no injury.